Manufacturer narrative:
Continuation of d10: product ID: unk-nv-rebar (unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the surgeon used this product in emergency intracranial artery thrombectomy surgery. After opening the package and venting and hydrating normally, the rebar-18 microcatheter was pushed in. During the insertion of the stent, there was an obvious obstruction when it entered the microcatheter, and the stent could not be pushed forward any further. The stent was then removed and the microcatheter was checked. The microcatheter was normal, but the tail end of the stent was kinked and could not be used normally. The stent was then replaced with a new product of the same model, which did not cause any adverse effects on the patient. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient is recovering good from the procedure. No patient symptoms were reported. The resistance was in the middle of the catheter. Continuous saline flush was administered and maintained as indicated in the instructions for use (IFU). Stent tail end kinked. No damage was observed to the catheter after removal. There was no damage that resulted in the damage that was found.